Manufacturer narrative:
(B)(4).as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The event was manifested by abdominal pain. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the peritonitis event. The patient was treated with unspecified intraperitoneal antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. On an unknown date (also reported as one to two weeks ago), pd therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient had recovered. Though no breach in aseptic technique was reported the patient's caregiver was retrained on proper aseptic technique. No additional information is available.